Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a very low power alert in the morning and the pump subsequently shut off. The contact stated the reason the customer received the very low power alert was due to the customer not charging the pump and letting the pump battery deplete. The contact was unable to locate that last time the customer charged the pump but stated they believed it was a while ago. Customer's blood glucose (bg) level 367 (mg/dl) with high ketones. A bolus and manual injections were administered to address bg level. The customer was then taken to the emergency room (ER) via ambulance. When the customer arrived at the ER their bg level was 508 (mg/dl) and the customer had a fever. While in the ER the customer received fluids and insulin intravenously. Multiple follow up attempts were made to gather more information. However, no additional information was provided.